Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that on (B)(6) 2023, the patient's infusion set's tubing detached/broke at the site connector. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.